Manufacturer narrative:
Correction: section d9 - checked "yes" for device available for evaluation. The reported event of difficult removing the ventricular lead from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the v-lead to become stuck and hard to remove from the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design.

Event description:
It was reported that the patient presented to the hospital for a scheduled explant procedure. During the procedure, it was found that the right atrial (ra) lead had difficulty to be removed from the header of the pacemaker and the set screw of the pacemaker was stripped. The pacemaker was removed and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.